Manufacturer narrative:
Patient reported experiencing dysphotopsia and anisometropia. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021. It is unknown when the light adjustable lens in the patient's left eye was explanted, although the explanted lens was received on (B)(6) 2021. Device history record for the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(6); date of implant: (B)(6) 2020; date of explant: (B)(6) 2021; date of manufacture: 10/31/2019; date explanted lens returned to manufacturer: (B)(6) 2021; expiration date: 9/30/2022; UDI: (B)(4). Left eye: serial number: (B)(6); date of implant: (B)(6) 2020; date of explant: unknown; date of manufacture: 11/5/2019; date explanted lens returned to manufacturer: (B)(6) 2021; expiration date: 10/31/2022; UDI: (B)(4). Both lenses were returned for evaluation. Visual inspection and optical testing of the lenses identified the presence of a zone on both lenses. The presence of the zones are indicative of premature photopolymerization of the lenses.

Event description:
Patient reported experiencing dysphotopsia and anisometropia. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021. It is unknown when the light adjustable lens in the patient's left eye was explanted, although the explanted lens was received on (B)(6) 2021.

Manufacturer narrative:
Patient reported experiencing dysphotopsia and anisometropia. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The lens is in process of being returned for evaluation.

Event description:
Patient reported experiencing dysphotopsia and anisometropia. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021.